Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. A follow up computed tomography (CT) revealed a type 3a endoleak. The physician elected to reinforce the initial implant with an aortic extension. The patient is in stable condition.

Manufacturer narrative:
The clinical evaluation confirmed the endoleak 3a with loss of overlap and stent collapse. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Device remains implanted in the patient and was not returned, no evaluation completed. The root cause is inconclusive, there is not enough information to determine the root cause of the reported event. Potential contributing factors include: hyper dilation of the main body with increasing intragraft mural thrombus between the main body and cuff may have contributed to the event. Marginally acceptable overlap of 3.6cm was noted at index between the main body and cuff. These types of events will be monitored and trended as part of the quality system.